Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was reported. No patient symptoms were reported. The patient self-treated with apple juice. After her second glass of apple juice, the patient¿s cgm was still reading low mg/dl. The patient then drank some orange juice and she noticed her cgm values were still not rising. It was reported the patient then tested her bg meter reading, which was ¿high¿ (no specific value was reported) and the patient was taken to the hospital ¿due to dka¿. No further event details were provided. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.